Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's wife reported that the patient had a rash under the rear and front therapy electrodes. The area was not open but red with spots and was spreading. The patient's doctor recommended the patient use cornstarch and changing the garments frequently. During a follow up the patient indicated that the rash was improving. There was no alleged device malfunction.